Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: thermocool® smart touch® sf bi-directional navigation catheter (us catalog # unknown, lot # unknown) (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheters x 2 and suffered a cardiac tamponade requiring pericardiocentesis. The evening prior to the procedure, echocardiography revealed a pre-existing pericardial effusion. After insertion of thermocool® smart touch® sf bi-directional navigation catheter # 1 into the left atrium, prior to zeroing, high contact force and high impedance alerts displayed. Thermocool® smart touch® sf bi-directional navigation catheter # 1 was zeroed and the issues persisted. Cable was exchanged and the issue persisted. Thermocool® smart touch® sf bi-directional navigation catheter # 1 was exchanged for an unspecified catheter # 2 and the issue resolved. During left pvi, the patient became hypotensive. Pericardial effusion was found to be stable and the procedure continued. Post-pvi, echocardiography revealed a growing effusion. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Thermocool® smart touch® sf bi-directional navigation catheter # 1 displayed high contact force and high impedance alerts. There is no information regarding shaft proximity interference (spi) value, catheter proximity, or catheter zeroing. Thermocool® smart touch® sf bi-directional navigation catheter # 1 displayed a high contact force alert and high impedance alert. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The potential risk that force high and high impedance could cause or contribute to a death or serious deterioration in state of health is remote, this is not MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with thermocool smarttouch bidirectional sf catheters x 2 and suffered a cardiac tamponade requiring pericardiocentesis. The evening prior to the procedure, echocardiography revealed a pre-existing pericardial effusion. After insertion of smarttouch sf catheter # 1 into the left atrium, prior to zeroing, high contact force and high impedance alerts displayed. Smarttouch sf catheter # 1 was zeroed and the issue persisted. Cable was exchanged and the issue persisted. Smarttouch sf catheter # 1 was exchanged for unspecified catheter # 2 and the issue resolved. During left pvi, the patient became hypotensive. Pericardial effusion was found to be stable and the procedure continued. Post-pvi, echocardiography revealed a growing effusion. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Product investigation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Supp #1 corrections required: date device returned to manufacturer has been corrected from 3/24/2018 to 3/23/2018. Addl narrative corrected from "the bwi failure analysis lab received the device for evaluation on 3/22/2018." To "the bwi failure analysis lab received the device for evaluation on 3/23/2018. Manufacturer¿s ref # (B)(4).